Manufacturer narrative:
Arthrosurface has limited information regarding this case from the source document received. Since the device was not received for evaluation, reported wear on the device (patella chunk) could not be confirmed. As no part number and lot number were provided, the manufacturing history of the implant device(s) installed in the patient could not be reviewed. The reasons for worn patella or pain could not be ascertained due to limited information. Additional information pertaining to devices removed from the patient was requested. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Arthrosurface was notified of the information that a patient implanted with hemicap pfxl implant was revised due to pain. The surgeon noted a patella chunk at the time of revision surgery.